Event description:
It was reported at the newspaper that the pt underwent a heart valve replacement in 1994. Vicryl sutures were used in the operation. Pt developed an unspecified infection and subsequently died. No other info was provided.